Event description:
Rn administered a leqvio injection to patient. While injecting the medication, the plastic piece around the plunger that is used to assist with inserting the injection fell off. This led to rn having to hold injection tube with one hand and pushing with quite a bit of force with other hand. In addition no safety needle mechanism places staff at risk.